Manufacturer narrative:
B3 date of event corrected from (B)(6) 2021 to (B)(6) 2021.

Event description:
It was reported that removal difficulties and device tip detachment occurred. Vascular access was gained via the pedal access approach. The target lesion was located in the popliteal artery. A .018 hydrophilic guidewire was selected to navigate up the extremely calcified tibial artery.the .018 hydrophilic guidewire was then exchanged for the platinum plus-3 018/260 guidewire to advance further into the patient. A crossing support catheter was used during the advancement of the platinum plus-3 018/260 guidewire as it would advance beyond the tibioperoneal trunk. As the platinum plus-3 018/260 guidewire was in the popliteal artery it started to back out of the support catheter. Force was applied and the guidewire was removed from the support catheter and from the patient. It was then noticed that 1cm of the guidewire tip was detached and remained in the vessel. Attempts were made to retrieve the detached tip; however, retrieval was unsuccessful. It was decided to leave the remaining piece inside the subintimal plane of the vessel. No patient complications were reported. It was further reported that the procedure was completed with other devices and simply ballooned the lesion.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that removal difficulties and device tip detachment occurred. Vascular access was gained via the pedal access approach. The target lesion was located in the popliteal artery. A .018 hydrophilic guidewire was selected to navigate up the extremely calcified tibial artery. The .018 hydrophilic guidewire was then exchanged for the platinum plus-3 018/260 guidewire to advance further into the patient. A crossing support catheter was used during the advancement of the platinum plus-3 018/260 guidewire as it would advance beyond the tibioperoneal trunk. As the platinum plus-3 018/260 guidewire was in the popliteal artery it started to back out of the support catheter. Force was applied and the guidewire was removed from the support catheter and from the patient. It was then noticed that 1cm of the guidewire tip was detached and remained in the vessel. Attempts were made to retrieve the detached tip; however, retrieval was unsuccessful. It was decided to leave the remaining piece inside the subintimal plane of the vessel. No patient complications were reported.